Event description:
The user facility reported that their 66" evolution transfer carriage fell to the ground during unloading from a sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect 66" evolution transfer carriage and found that the unit's front rail system was bent. The 66" evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The unit was removed from service and is currently pending repair. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The steris service technician further inspected the 66" evolution transfer carriage and found that the locking mechanism was severely damaged. Due to the damage that the transfer carriage had sustained, the technician removed the device from service. The steris service technician provided a quote to user facility personnel for the purchase of a new unit. No additional issues have been reported.